Manufacturer narrative:
Report date: 01jul2021.

Event description:
The hospital medical engineer (me) reported that "oxygen not available" and "oxygen device failed" alarms sounded when they started up the unit after having been in standby mode. The unit kept operating at the time of the event. The customer reported that the unit was in use on patient, but there was no patient harm reported. They replaced the unit with another v60 that they had in the hospital. There was neither medical intervention nor delay in therapy reported aside from the ventilator swap. The service technician reported phenomenon was not duplicated despite operation checking. The event log revealed that diagnosis code 1111 (oxygen device failed) had occurred. Our service technician checked whether dirt had clung to the oxygen inlet filter, which would cause an occurrence of diagnosis code 1111, and carried out performance evaluation against the solenoid oxygen valve and da board. The result was that no anomaly was present. As a result of the investigation, the evaluation determined that the device had not any anomaly and the reported phenomenon was caused by environmental factors. Overall checking, cleaning, run testing, and a function test were performed.

Manufacturer narrative:
The customer had been advised to replace the touchscreen and was provided with a part number. Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.